Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, scratched display window, cracked reservoir tube, cracked reservoir tube window and cracked case near display window corners noted during visual inspection. Intermittent button response due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
Cracked reservoir tube lip, cracked battery tube threads, scratched display window, cracked reservoir tube, cracked reservoir tube window and cracked case near display window corners noted during visual inspection. Intermittent button response due to corroded keypad traces.